Event description:
Attorney alleges that the patient underwent surgery for implant of three unspecified bard mesh (bard flat mesh), marlex (bard flat mesh) and bard/davol perfix light plug on (B)(6) 2010 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the marlex mesh (bard flat mesh) (device #2). Additional emdr's were submitted to represent the bard mesh (bard flat mesh) (device #1) and bard/davol perfix plug light (device #3). Should additional information be provided, a supplemental emdr will be submitted. Device not returned.